Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009. During the procedure, the blade seized and shut down. Another hand piece was used to continue the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade seized/stopped. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00616. The same patient is represented in each medwatch.